Manufacturer narrative:
Due to the age of the product, the customer decided not to have the device repaired. The device has been removed from service.

Event description:
Complainant alleged that during biomed testing, the device displayed a "status 91" message. Complainant indicated that there was no patient involvement in the reported malfunction.